Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system for this device indicated a potential device issue. The patient was directed to follow up with their physician. Requests for additional information were made, no further information was provided. There were no adverse patient effects reported. The device remains in service.